Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: a field technician was on site installing new software when they "found that the expiratory valve was bad and advised that is be replaced". No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a field technician was on site installing new software when they "found that the expiratory valve was bad and advised that is be replaced". No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). The issue was discovered by the technican during installation of software with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a defective plunger of the expiratory valve. After replacing the expiratory valve, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the plunger of expiratory valve could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: a field technician was on site installing new software when they "found that the expiratory valve was bad and advised that is be replaced". No patient involvement.